Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 400 mg/dl at the time of incident. Customer's blood glucose level was 108 mg/dl at the time of call. Customer stated that infusion set cannula was bent. Customer stated that infusion set needle stick during insertion. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer declined the troubleshooting. The device will not be returned for analysis.